Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device¿s cuff had leaked during cuff check. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the tube is damaged where the inflation line is inserted, therefore, the failure mode inflation line leak was confirmed. Medtronic is currently investigating potential root causes that may contribute to the reported condition. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.